Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue and debris on product. Visual inspection found the haptic bent, foreign material on lens surface (residue on lens), lens has a curved shape, and the lens missing a piece of haptic. Conclusion: this lens model is contraindicated for patients over the age of 45 years and for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -12.0/+1.5/92 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017 the lens was explanted on (B)(6) 2017 due excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.